Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced reagent probe b wash collar solenoid valve to resolve the issue. The fse did not note any further leaks following replacement of the valve. The fse also cleaned the leak, replaced the onboard reagent which were affected by the leak.

Event description:
The customer reported obtaining quality control (qc) recovery issues from the unicel dxc 800 pro synchron system and discovered a leak from the reagent probe b into the reagent compartment when replacing the reagent cartridge. The customer could not determine the volume of the leak but indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no report of any change or affect to patient treatment in connection with this event.